Manufacturer narrative:
The caller stated that the end user has a pressure injury, but roho, inc. Has no infrmation available to make a determination of the extent of the alleged injury. The cushion was not returned to roho, inc., so an evaluation could not be performed. The initial caller did not provide a contact phone numbet since she was calling on behalf of the end user. The end user's address was provided and roho, inc. Sent two letters requesting the customer call back for additional investigation could be conducted, but roho, inc. Has not been contacted by the end user. If additional information is provided, a follow-up report will be submitted.

Event description:
An occupational therapist from a wheelchair and seating clinic called on an end user's behalf. She said his most recent cushion was purchased in (B)(6) of 2019. It was relayed to her that one of the back quadrats wasn't staying inflated and the end user has a pressure sore on the part of his body that sits on that part of the cushion. She said she hadn't seen him in her clinic since 2018 and he had a working cushion at that time. She said she was calling for him as he was having trouble resolving the issue himself.